Event description:
The patient was undergoing a vats robotic left lower lobectomy. For the second firing of the microcutter stapler, a blue reload was used to transect a branch of the pulmonary artery. Upon opening the stapler, staples were noted to be deployed, with some sticking of the tissue on the left side of the lower jaw. The stapler was rolled, with tension noted on the vessel, followed by bleeding at the left side of the vessel transection. The procedure was converted to an open procedure. The patient was reported to have been transferred to a standard room and to be doing well following the surgery.